Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the thermistor test (reading open line) ¿n01.30 3.3.8 thermistor assessment between 1000-15k ohms¿. It was further determined that the device had worn out flex circuit, causing the device to fail the thermistor test. It was determined that this was consistent with normal wear. It was further determined that the device had a worn lock cylinder, and a worn pawl release. It was determined that this was consistent with pushing down on the disconnect while the device was running. The assignable root causes were determined to be due to user error (worn out lock cylinder, and worn out pawl release), and worn out motor components from normal use and servicing over time (worn out flex circuit, causing device to fail thermistor test). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.